Event description:
The customer stated that she was hospitalized after falling and breaking her wrist due to low blood glucose levels. The customer stated that she is a brittle diabetic. The reported blood glucose at the time of admission was 132 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was exposed to a MRI scan. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.